Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "poor cutting in 3d vitrectomy" (failure to cut). A nurse reported during the middle of their cases, they were having poor cutting in vitrectomy mode. The nurse stated the surgeon would start the treadle at 2500 cpm and end the treadle at 1000 cpm. When pressing the treadle down all the way, the cutting stops. Another vitrectomy probe was used in lieu of the first probe, with no improvement. There was no pt injury and the case was completed with a slower cut rate than what the surgeon would have preferred.

Manufacturer narrative:
A company service representative examined the system and could not duplicate the reported problems. The system was then tested and met all product specifications. (B)(4).